Manufacturer narrative:
(B)(4).

Event description:
During review of the alarm log for an unrelated complaint, global technical services found that the homechoice (hc) alarmed with a system error 2240. Gts asked the hp's nurse if a bag disconnected during therapy or if the hp was connected to the hc when it alarmed. The nurse did not have any information and was unable to get the information from the patient. Gts explained that a large amount of air had entered into the disposable set, and also explained possible causes. Product surveillance spoke with the hp's dialysis nurse. The nurse stated this was not a recurring issue and that she was able to determine that the error was caused by the hp disconnecting himself and letting the hc keep running. No further information was available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot information was unknown; therefore a batch review was not performed. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.